Event description:
It was reported that a patient with an ams advance xp sling system experienced recurrent incontinence possibly due to a weakened soft tissue around the bulbous urethra. The physician does not believe the sling device caused or contributed to the incontinence. A surgical procedure was performed, and an artificial urinary sphincter (aus) was implanted and the incontinence improved. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.